Event description:
During attempted pci of the circumflex the 2.5 x 15 mm resolute onyx drug-eluting stent became dislodged from the stent balloon and was unable to be retrieved despite multiple attempts and assistance from interventional radiology. The stent could not be advanced further and is not an ideal location for deployment. The unemployed stent is in the proximal circumflex extending into the left main. Patient was transferred to a high level of care in remove stent. FDA safety report ID# (B)(4).